Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown; however, it was reported that symptoms was first noted during an office visit on (B)(6) 2016. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this was reported by the patient legal representation. The implant surgeon is: (B)(6). Block h6: patient codes e1309, e1405, e2330 capture the reportable events of urinary retention, dyspareunia and pain. Impact codes f1903 and f1901 capture the reportable events of mesh removal and hernia repair with mesh. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system device was implanted into the patient during an uphold mesh, vaginal vault suspension with anterior repair and suspension procedure performed on (B)(6) 2012 for the treatment of severe cystocele and vaginal vault prolapse. On (B)(6) 2016, during an office visit, the patient reported to have bladder and pelvic pain, painful intercourse and urinary incontinence, urgency, frequency and incomplete bladder emptying. She was given 25 mg myrbetriq for urinary incontinence. On (B)(6) 2016, the patient visited for cystoscopy and found ureteral orifices to be of normal configuration and location, and clear efflux of urine was noted bilaterally. The urethra was normal and bladder had no suspicious mucosal lesions. Assessment diagnoses: r39.15 - urgency of urination, r10.2 - pelvic and perineal pain. Myrbetriq continued and was very effective. It was also reported that the patient had bladder mesh revision/removal surgery in 2019 and hiatal hernia repair with mesh in 2020. She went back to clinic on (B)(6) 2021 for medication refill.

Manufacturer narrative:
Correction: a1, b3, b5, h6: patient codes and impact codes. Block b3 date of event: the exact event onset date is unknown; however, it was reported that the patient showed symptoms during a postoperative visit on (B)(6), 2012. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this was reported by the patient legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient codes e2006, e1715, e1309, e2330 and e1405 capture the reportable events of apex of mesh a stitch is visible, granulation tissue, urinary retention, dyspareunia and pain. Impact codes f1903, f1901 and f2303 capture the reportable events of mesh removal, hernia repair with mesh and medications. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system device was implanted into the patient during an uphold mesh, vaginal vault suspension with anterior repair and suspension procedure performed on (B)(6), 2012 for the treatment of severe cystocele and vaginal vault prolapse. Medical and surgical history included abdominal hysterectomy and bilateral salpingoophorectomy for endometriosis, urinary urgency - under control with vesicare, urge incontinence, urinary frequency, rectocele, vaginal atrophy, irritable bowel syndrome, appendectomy, gall bladder removal, vaginal delivery x2, bladder tack in 2009, unspecified transobturator sling placement in 2008, and blood transfusion in 2007 and 2009. On (B)(6), 2012, the patient presented for a postoperative visit. She had no complaints. Exam revealed at apex of mesh a stitch is visible; this was removed. The support excellent. The patient was to continue estrace vaginal cream every other night and return to the office in 2 weeks to check on the granulation tissue over where the stitch was removed. On (B)(6), 2016, during an office visit, the patient reported to have bladder and pelvic pain, painful intercourse and urinary incontinence, urgency, frequency and incomplete bladder emptying. Post-void residual was 103 cc. She was given 25 mg myrbetriq for urge incontinence. On (B)(6), 2016, the patient visited for cystoscopy and found ureteral orifices to be of normal configuration and location, and clear efflux of urine was noted bilaterally. The urethra was normal and bladder had no suspicious mucosal lesions. Assessment diagnoses: r39.15 - urgency of urination, r10.2 - pelvic and perineal pain. The myrbetriq samples were reported to be very effective and the patient was prescribed the medication to continue daily. On (B)(6), 2021, the patient was seen for a medication refill. Those records note the patient had bladder mesh revision on (B)(6), 2019. No additional information regarding this procedure or the reason for the procedure was included in the medical records provided. The patient did report dyspareunia related to the mesh revision.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2012, the implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This was reported by the patient legal representation. The device was implanted in (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system device was implanted into the patient during a procedure performed on (B)(6) 2012. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.